Event description:
On (B)(6) 2016, the reporter (parent) for the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch select simple meter was reading inaccurately low compared to feeling/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged inaccuracy low began around (B)(6) 2016. The reporter stated that the patient obtained an unknown blood glucose result which she compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter denied that the patient takes any medications to manage her diabetes and that she continued her usual diabetes management routine as a result of the alleged product issue. The reporter detailed that the patient did not develop any symptoms, however stated that in (B)(6) 2016 the patient required to be hospitalised and received health care professional (hcp) treatment. The reporter was unable/unwilling to say what the specific treatment was. At the time of trouble shooting, the reporter confirmed they no longer had test strips to continue. The reporter confirmed that the subject meter was set to the correct unit of measure. This complaint is being reported because although the patient did not develop symptoms the patient reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began.